Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 1. General information: complaint:(B)(4). Date of the investigation: 2022-01-31. 2. Information to the sample: 2.1 model: spaceplusperfusor®; 2.2 article number: 8719030; 2.3 serial number/batch: (B)(6); 2.4 software version: 019a0003; 2.5 hours of operation: 27; 2.6 guarantee: yes. 3. Visual inspection: 3.1 seal available (yes/no): yes (production seal); 3.2 seal intact (yes/no): yes; 3.3 all cover caps available (yes/no): yes; 3.4 signs of usage (yes/no): no; 3.5 contamination (yes/no): no; 3.6 external damages (yes/no): no; 3.7 further information: n/a. 4. Investigation results: 4.1 history files analyzed: based on the history files it appears that the user has selected the wrong syringe. The behaviour between 14:31 and 14.37 is noticeable. Here it already looks as if the user did not agree with the "syringe empty". It appears that he also inserted the same syringe again to continue the delivery mode. Coincidentally, a plastipak 50 running under false flag as ops 50 in the pump would have a residual volume of about 11.41 ml when the pump indicates that the syringe is empty. This is very close to the value detected at 14:37. The user has a clear obligation to select the correct syringe type. A malfunction of the device could not be detected based on the history files. 4.2 visual inspection: during the visual inspection no external damages could be detected. The device was received in a good general condition. The cover caps as well as the production seal were available and intact. 4.3 functional inspection: as part of the functional inspection the selftest could be successfully performed. The device recognized the connection to the mains and the battery pack got charged. Afterwards a 50 ml ops syringe could be inserted without any problems and was recognized by the device. The delivery mode could also be started without any problems. During the further functional inspection, no abnormalities could be detected. 4.4 delivery accuracy measurement performed: as a further test a delivery accuracy measurement according to iec 60601-2-24 abs.50.102* was arranged. The delivery accuracy measurement was performed with a 50ml omnifix syringe. Here a nominal delivery rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of 0,39%. This value is inside the instruction for use predefined performance characteristic of the device. 5. Evaluation: 5.1 the complaint could not be confirmed, because a deviation concerning the delivery rate could not be detected. Based on the history files it appears that the user has selected the wrong syringe. A malfunction of the device could not be detected based on the history files.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" customer information: "we need to raise a product complaint for (B)(6). The trust has reported that 4 x perfusors in ward 3 at the gnch have under infused volumes whilst they were on patients, however they have stated that no patients were harmed as a result of this under infusion. I have included the details which have been logged on datix by the trust below: serial number (B)(4) date error occurred (B)(6) 2021 nurse reported that 12mls of gancyclouir was left in the syringe pump after the infusion had ended we have removed these pumps from circulation and isolated them in ebme. Once removed, we attempted to recreate this error by inserting a 20 ml syringe into the pump incorrectly. When doing so, the pump has identified the syringe as a 30ml syringe instead of the correct 20ml syringe. The pump also did not identify that the syringe had been inserted incorrectly. As a result we have agreed the following with the trust: we have agreed with the trust that we will collect the pumps and have them checked over physically as well as the history logs to identify what has occurred. We have also agreed to carry out some extra training with the nurses on the ward to ensure they are fully competent when using the pump we have encouraged those who haven't completed the e-learning to complete this urgently. We have asked them to make us aware when a syringe driver is being used so we can watch the steps that are being taken by the nurses. We have requested that an internal audit has done to identify if this issue has occurred with any other pumps. We will need to arrange for the collection of these 4x pumps, is this something I can organise with yourself or is it customer care? Further clinical update: I can confirm what carol has told you there was no harm to any patient the errors were noted and corrected straight away. Staff have had further training and have been told to watch carefully that the correct size of syringe has been registered by the pump. No patient harm as a result of the incident. The error was noticed and corrected. All incidents were IV drug infusions with 50ml syringes. 3 where the total volume in syringe was not infused when alarm went off at end of infusion, this was on a potassium, caspofungin and ganciclovir infusions. All infusions restarted to complete dose. Once the 20ml flush inserted the staff member had difficulty getting the syringe to register, then it registered as a 30ml syringe this was after the caspofungin 1, 50ml syringe was registering as a 20ml syringe, pump restarted and registered correct syringe size. I have cc'd the ward manager into to this as she was on duty at the time of 3 of the errors incase there is anything to add."